Event description:
This procedure was performed in (B)(6). Customer states that during use of the radiofrequency generator on the patient, the generator did not recognize the catheter and an error message occurred. Generator was restarted but incident was not solved. The error messages were duplicated with the second catheter. The procedure was cancelled. The patient had already been administered the tumescent local anesthesia. No patient harm was reported. Please reference the two mdrs: radiofrequency generator MDR: 2183870-2015-00077 and closurefast catheter MDR: 2183870-2015-00078.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Event description:
Evaluation summary: the closurefast catheter was received for evaluation wrapped inside a plastic bag. No ancillary devices were included. Visual inspection: the closurefast device was inspected for any damage or anomalies. The catheter shaft and coil found no damage that would appear to have contributed to the reported event. The connecter was inspected under microscope and found one bent pin within the connector housing. The bent pin could not be confirmed without the aid of a microscope. The red alignment marker showed a portion stripped around the outer diameter of the connector housing. The device was attached to a test generator unit and run through two dry cycles by activating the activation button on the handle. The unit performed as intended. That is, the temperature reached 120 degrees c and held it for the remainder of the 20 second cycle. The device passed continuity and resistance functional testing: e+ to e- 86.5 ohms (80-113 ohms), tc+/tc- 107 (less than equal to 250 ohms), resistor 1 value 13.72kohms (13.43-13.97kohms), and resistor 2 value 8.07kohms (7.90-8.22kohms).